Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer was assisted to push back insulin, so she can complete set change. Once all the insulin was pushed back into vial an air bubble and not insulin the air bubble was still visible. The customer then used a new reservoir, and then stated the needle was bent. The customer continued with the process and air bubbles still appeared. The customer's blood glucose was unknown.